Manufacturer narrative:
The design authority, (B)(4), has thoroughly investigated the reported external battery issue. The root cause for this fault has been isolated to a software design. Resmed's risk analysis for this failure determined that there is a negligible likelihood that a patient will suffer an adverse event as a result of this issue. No device was involved in an adverse event. In response to this investigation and in communication with our local recall coordinator and cdrh, resmed has issued a safety alert to all our astral customers to ensure they are fully aware of the issue. In (B)(6) 2015, resmed released a new software version for astral devices that includes a correction to this issue. This correction will be included in all future software versions and should be implemented for all field devices within the two-year service cycle or before at the customer's preference.

Event description:
Astral devices may experience an issue when powered by an external battery (astral external battery or rps ii). The issue can prevent the user from powering on the device after the auto power off feature powers off the device. The auto-power off feature occurs when there has been no user interaction with the device for 15 minutes and the ventilator is in stand-by. This event can only occur after the device is in stand-by mode and does not occur during therapy.